Event description:
It was reported that the customer experienced issues with the sensor glucose and blood glucose readings being different from each other. The customer further stated that the threshold suspend feature was constantly alarming. The customer reported receiving a sensor glucose reading of under 70 mg/dl when his actual blood glucose was slightly above 100 mg/dl. Troubleshooting was not performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.